Manufacturer narrative:
A partial connector portion of the lead was returned for analysis. External insulation abrasion was noted from 8.2 cm to 8.3 cm from the connector pin, consistent with friction against the pulse generator can. All other damage found was sustained during surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right atrial lead exhibited lead noise that was oversensed and resulted in inappropriate mode switch episodes. The lead also exhibited a low impedance measurement. The lead was removed and replaced on (B)(6) 2019, during which insulation damage was noted on the lead. The patient was stable post-procedure.